Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history revealed no events related to a power loss issue. Evaluation revealed no battery compartment cracks or damage. The battery cap threads were stripped and the battery cap was unable to properly secure to the pump. Power loss was observed during investigation. A test battery cap was used for further investigation. A 24-hour exercise test was able to be completed successfully without issue with the test battery cap. Unrelated to the complaint, investigation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue: about 1 month ago the patient noticed the threads on the pump where the battery cap screws in are falling apart and the battery cap doesn¿t screw in all the way. Reports the pump restarts sometimes when he wears it in his pocket, this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.